Event description:
Baxter ireland received a report that an intermate had a reservoir rupture during infusion. The device was filled with (B)(4) ciprofloxacin in (B)(4) saline (B)(4). This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. The root cause is currently under evaluation. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the customer reported problem was determined to be a manufacturing defect. This issue is being investigated through corrective and preventative action (CAPA).